Event description:
It was further reported that at the time of a planned lead extraction procedure, it was suspected that there was an infection, so the whole implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 7121 lead implanted: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of a remote transmission showed the implantable cardioverter defibrillator (ICD) delivered two high-voltage defibrillation shocks for an episode detected in the fast ventricular tachycardia (fvt) zone. Review of the episode data showed that less than the programmed high-voltage energy was delivered for the first defibrillation shock, however the second shock was delivered with the full programmed high-voltage energy and successfully terminated the rhythm. Further review of the episode and device data indicated short circuit protection (scp) was triggered during the first high-voltage shock, resulting in less than the programmed high-voltage energy being delivered. Review of historical device data was unable to determine if the scp event was related to the ICD or the competitor defibrillation lead. The ICD was later explanted with the associated leads. No patient complications have been reported as a result of this event.